Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the intraocular lens (iol) was damaged during implantation, and the surgeon left it in place due to the location of the damage. Additional information has been requested.